Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: as a result of disassembly check of the scope, no abnormality in image sensor cable and scope connector was confirmed. In addition, when electrical characteristics (resistance value, output bias voltage, etc.) Were checked using a tester, no abnormality (failure) was found in assembly or in any of components. Therefore, the abnormality (failure) of the image sensor unit built into the distal end of the scope is presumed to be an abnormality (failure) of internal electrical circuit of the image sensor mounted in the image sensor unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a blurry image. There was no patient involvement.